Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received shock. As per data review, anti-tachycardia pacing (atp) and multiple shocks were delivered and no right atrial (ra) lead implanted but the device was programmed to use ra information which could be inappropriate that possibly led to therapy exhaustion. Attempts to obtain additional information was unsuccessful. The crt-d remains in service. No adverse patient effects were reported.